Event description:
Rate of infusion on pump changed on its own x 2. On infusion #1 an insulin drip set at 2ml/hr infused 200cc's in less than an hr. Within 30 min of this event the dopamine drip on the same pump but a different channel went from 20mcg/kg/min to 2 mcg/kg/min.